Event description:
Upon physician injecting medication into the anterior chamber, white particulate matter was noted. It was not visible to the naked eye only visible under microscope. The particulate matter continued with injection indicating it was not in the needle. Another vial was used without incident.